Manufacturer narrative:
Additional information section b5 - describe event or problem: when the intraocular lens (iol) was leaving the cartridge to be placed inside the bag, it showed a breakage at the level of the insertion of the last haptic. The iol was stable and it was decided to insert it in the chamber after great manipulation. The lens remains implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: lens remain implanted. Telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the johnson & johnson representative that the surgeon is not used to the pcb00 model and, according to eyewitnesses, did not properly prepare the lens as per the directions for use (dfu). According to the operating team, the lens with sn (B)(4) had a haptic ripped off which was found when the lens was already inside the eye. The lens was removed it and replaced with a second unit, sn (B)(4) which was also damaged in the optic with a scratch, but not broken and remains implanted. According to what the doctor reported, the patient suffered damage to the endothelium due to the removal and the extra time the cataract surgery took, which made the patient move and the surgery more difficult. The patient was temporarily impaired and had to seek medical attention. Through follow-up with the johnson & johnson representative, we could not confirm that the doctor had incorrectly prepared the lens, as she was not present. Given the details received it may be that not enough viscoelastic was used. The patient was not fully recovered and may need an endothelial transplant due to the complications caused by having to remove the lens. No material is available and no further information was provided. This report is for the second lens, sn (B)(4), and a separate report will be filled for sn (B)(4).

Manufacturer narrative:
The patient's visual acuity is improving, but the expected level of visual recovery has not yet been achieved. Health effect - impact code: 2271 - therapeutic response decreased. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.